Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4).

Event description:
A care giver (cg) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit at initial drain (I-drain). The cg stated that solution comes out of the patient line, so she closed the patient line clamp. The cg stated that the hc was in I-drain and never displayed connect the patient. The tsr asked the cg if she has a bag on top of the hc. The cg stated yes. The tsr asked the cg to put the supply bag on the side of the hc and explained that might have caused the solution to come out of the patient line. The tsr asked the cg if the home patient was connected. The cg stated no. The tsr had the cg close the clamps and cycle the power. The hc alarmed power restored/ I-drain. The tsr assisted the cg with ending the therapy, and getting the set out. The tsr explained that the cg will have to start over with all new supplies. There was no patient injury or medical intervention reported. No further information is available at this time. Product surveillance contacted the care giver (cg) on (B)(6) 2010 regarding the reported problem. The hp stated they started over with new supplies. The lot number was unknown and the sample had been discarded. The home patient (hp) has continued therapy no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak found during initial drain was not confirmed . The root cause was undetermined because a sample was not available for evaluation. A batch review was not performed since a lot number was not provided. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.